Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and evaluation of the returned product, the tip separation resulting in unexpected medical intervention likely occurred due to interaction with the laser atherectomy device or associated devices. There was no damage to the barewire noted prior to use or during advancement, indicating that the issue was not pre-existing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a left superior femoral artery (sfa). After the lesion was decalcified using laser atherectomy, a barewire workhorse 315 (bw) was used to deploy the filtration element in the procedure with no issues noted. However, when the bw was removed from the patient (without resistance) a post-angiogram showed that the tip of the bw had sheared off and remained in the patient. Therefore, a snare device was used to remove the tip from the patient anatomy. There was no adverse patient sequela nor clinically significant delay reported. No additional information was provided.